Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device appeared to have a missing atrial sense marker on the freeze capture. Patient presented in clinic for normal follow up and was periodically going into a junctional rhythm. The first atrial event after the junctional rhythm was being undersensed. Device will be monitored.